Event description:
It was reported that pump lost 50 to 75 percent of its battery charge within 24 hours, requiring daily charging. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.